Event description:
It was reported that during an operative laparoscopy procedure, the device tissue was being transected when the tissue pad detached from the device and was in the patient. It was removed trough the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.